Manufacturer narrative:
Additional manufacturer narrative: b3 - date of event was not provided, estimated date entered.

Event description:
It was reported that, during the holmium laser enucleation of the prostate procedure, while the fiber was being used, the glass tip of the fiber broke. It was noted that an olympus scope was used during the procedure. A significant deflection (greater than 2 cm) was not required to reach the treatment. The fiber was not found to be broken before use. The fiber did not come into contact with any material upon removal from the package and there was no damage to the fiber when removing it from the packaging. No fiber fragments fell inside the patient. There was no injury to any operator or to the patient. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.

Manufacturer narrative:
Additional manufacturer narrative: b3 - date of event was not provided, estimated date entered. The fiber was returned and upon receipt at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination found the fiber was received in one piece without any defects in the fiber body. Microscopic inspection found the fiber tip was degraded. Additionally, there was no light exiting the connector face indicative of an internal connector fracture. Functional testing of the fiber found the aiming beam light was round and bright. 5 treatments had been performed with the fiber and 5 treatments are left. It is probable that the internal connector fracture occurred during procedural handling of the fiber during setup, use or reprocessing.

Event description:
It was reported that, during the holmium laser enucleation of the prostate procedure, while the fiber was being used, the glass tip of the fiber broke. It was noted that an olympus scope was used during the procedure. A significant deflection (greater than 2 cm) was not required to reach the treatment. The fiber was not found to be broken before use. The fiber did not come into contact with any material upon removal from the package and there was no damage to the fiber when removing it from the packaging. No fiber fragments fell inside the patient. There was no injury to any operator or to the patient. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.